Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction had occurred. The wearable was inserted into the arm on (B)(6) 2025. Prior to sensor insertion the area was prepped with alcohol. According to the patient, on 09/10/2025, the patient developed a rash, redness, inflammation, and an infection under the sensor patch. The patient consulted a physician who prescribed an oral antibiotic medication (doxycycline hyclate 100 mg, two times per day). The infection did not subside, and the physician prescribed a different oral antibiotic medication (augmentin, unspecified dosage for 7 days). Per medical review, this would constitute a serious adverse event as there was medical intervention (the patient was prescribed oral antibiotic medications). No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional event or patient information is available.